Event description:
It was reported the programmer seemed to have a bad ECG (electrocardiogram) cable connection. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. A loose ECG (electrocardiogram) connector was found on the printed circuit board.